Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was overdischarged. It was unknown when the last successful recharge was and they were going to meet with the patient the next day to attempt to recover the implant. It was noted that the patient had two previous overdischarges and had attempted to recharge a few weeks ago with no communication. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.